Event description:
It was reported that the customer had a kinked cannula, customer had elevated blood glucose levels.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up report will be submitted.